Event description:
Customer called to report the pump did not have an audible tone. Also stated when they were testing, no audible tone was able to be heard. Device was not dropped, bumped, or exposed to moisture.